Event description:
It was reported to boston scientific corp that an excelon transbronchial aspiration needle was used during a bronchial fibroscopy procedure performed in 2009. According to the complainant, when the physician attempted to puncture the target site, it was noted that the metal hub located between the needle and the outer sheath detached from the device and was hung on the bronchial tube. The needle was immediately retracted and the device was removed from the pt. The physician attempted to retrieve the detached segment (3mm) utilizing several forceps without success. The physician was finally able to retrieve the detached segment via aspiration inside the working channel of bronchoscope. The retrieval extended the procedure by 15 minutes. Due to the length of the procedure and since the pt was conscious during the procedure, the procedure could not be completed. No pain medication was administered during the procedure. The pt's condition was reported to be stable during the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be normal. Another procedure was scheduled for a later date.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.